Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil identified, with perforation through fallopian tube/ malposition of essure device location of device: not sure') in a 28-year-old female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right essure implant is distal in tubes, tubes blocked to dye but location of implant not ideal" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2, right lower quadrant pain, nausea, vomiting, constipation, fever, appendicitis and breast cancer. Previously administered products included for an unreported indication: colace and motrin. Concurrent conditions included numbness, hives, flank pain, pap smear abnormal, dysplasia, leg pain and cervicitis. Concomitant products included atropine, dexamethasone, ibuprofen, medroxyprogesterone acetate (depo provera) and metronidazole benzoate (flagyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/chronic pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hirsutism ("hormonal changes describe: facial hair growth"), rash ("rashes or skin conditions type"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain:- right side pelvic pain"), back pain ("back pain") and drug hypersensitivity ("allergic to tylenol") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingo-oophorectomy and right essure implanted on (B)(6) 2013 (second attempts)). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, vaginal discharge, hormone level abnormal, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, hirsutism, rash, the last episode of dysmenorrhoea, painful intercourse, pelvic pain, back pain and drug hypersensitivity outcome was unknown. The reporter considered back pain, drug hypersensitivity, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hirsutism, hormone level abnormal, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea, painful intercourse and the second episode of dysmenorrhoea to be related to essure. The reporter commented: dates of insertion: (B)(6) 2013 (both implants) and (B)(6) 2013-right side only (2nd attempt) -after salpingogram) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure done but right implant is distal in tubes, tubes are blocked to dye but location of implant not ideal. Will reinsert implant; on (B)(6) 2013: comparision: (B)(6) 2013: findings : uterus: no significant filling defects. No significant contour abnormalities. Fallopian tubes: bilateral tubal closure devices are in place. No contrast within the fallopian tubes. No intraperitoneal spillage of contrast. Impression: bilateral essure devices. Pathology test - on (B)(6) 2021: final diagnosis - laparoscopic hysterectomy with bilateral salpingooophorectomy: uterus with both adnexa, 182 grams. -chronic cervicitis with squamous metaplasia and focal tubal metaplasia of endocervical glands. -microglandular endocervical hyperplasia. -benign endometrial polyp. -benign endometrium. -right ovary with hemorrhagic corpus luteum and cystic follicles. Benign right and left fallopian tube -left ovary with cystic follicles. -left essure coil found in-situ in fallopian tube lumen. -right essure coil identified, with perforation through fallopian tube lumen onto serosa of uterine cornu. Lot number: 958704, manufacture date: 2012-02, and expiration date: 2015-02. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil identified, with perforation through fallopian tube/ malposition of essure device location of device: not sure') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included gravida ii, parity 2, right lower quadrant pain, nausea, vomiting, constipation, fever, appendicitis and breast cancer. Previously administered products included for an unreported indication: colace and motrin. Concurrent conditions included numbness, hives, flank pain, pap smear abnormal, dysplasia, leg pain and cervicitis. Concomitant products included atropine, dexamethasone, ibuprofen, medroxyprogesterone acetate (depo provera) and metronidazole benzoate (flagyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/chronic pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hirsutism ("hormonal changes describe: facial hair growth"), rash ("rashes or skin conditions type"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain:- right side pelvic pain"), back pain ("back pain") and drug hypersensitivity ("allergic to tylenol") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, vaginal discharge, hormone level abnormal, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, hirsutism, rash, the last episode of dysmenorrhoea, painful intercourse, pelvic pain, back pain and drug hypersensitivity outcome was unknown. The reporter considered back pain, drug hypersensitivity, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hirsutism, hormone level abnormal, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea, painful intercourse and the second episode of dysmenorrhoea to be related to essure. The reporter commented: date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude. Pathology test - on (B)(6) 2021: uterus with both adnexa, 182 grams. Chronic cervicitis with squamous metaplasia and focal tubal metaplasia of endocervical glands. Microglandular endocervical hyperplasia. Benign endometrial polyp. Benign endometrium. Right ovary with hemorrhagic corpus luteum and cystic follicles. Benign right and left fallopian tube. Left ovary with cystic follicles. Left essure coil found in-situ in fallopian tube lumen. Right essure coil identified, with perforation through fallopian tube lumen onto serosa of uterine cornu. Lot number: 958704, manufacture date: 2012-02, expiration date: 2015-02. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case became serious incident as essure removal was done. Event device dislocation was updated to fallopian tube perforation. Reporters and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.